Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report the transmitter dying on behalf of the patient on (B)(6) 2015. Patient did not report any injury or medical intervention.